Manufacturer narrative:
The device was returned to olympus for inspection. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A root cause could not be identified. Based on the results of the investigation, most probable cause for the malfunction adhesive around light guide lens peeled was traced to component failure. Based on the results of the investigation, the most probable cause of the malfunction foreign object on forceps elevator wire could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign object on forceps elevator wire and adhesive around light guide lens was peeled. There was no patient involvement.